Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented asymptomatic. During device check it was attempted to clear diagnostics, the programmer displayed - communication with the device was lost -. The programmer was rebooted now it reverted to the device in backup vvi mode. The patient was moved to a different room telemetry was perfect. A second device image was saved and device was restored to normal function. The patient had experienced palpitations, now resolved.